Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 66% to 0% in an hour and subsequently shut off. The customer was able to turn the pump back on, reload the existing cartridge and resume insulin. Customer reported blood glucose (bg) level was impacted (375 mg/dl). A bolus via the pump and a manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.